Manufacturer narrative:
Manufacturers ref# (B)(4). Endoleak and patient death is handled in MDR report pr295325 manufacturer report# 3002808486-2020-00366) similar to device marketed under p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: emergency tevar was performed on a (B)(6)-year-old male patient to treat the rupture of a thoracic aorta aneurysm. The patient was suitable for the procedure. Tevar + 2 debranch (ax-ax-left common carotid artery) was selected in consideration of old age, experience of perkutan coronar intervention (pci) and because the state of rupture was stable. After performing 2 debranch, the left femoral artery (fa) was cut down and a 8fr sheath was inserted. After advancing terumo¿s radifocus wire guide to the ascending aorta, a pigtail catheter with a marker was advanced to the ascending aorta over the radifocus, then the wire guide was replaced with medicos hirata¿s egoist. While, a 5fr sheath was inserted from the left subclavian artery (lsca), then terumo¿s radifocus was advanced to the ascending aorta and a pigtail catheter with a marker was advanced over the wire guide. Angiography confirmed state of the branch of the aortic arch, bypass and the location of to-be-placed stent graft. The delivery system of zta-de-38-91-w1 was inserted from the left fa and the stent graft was deployed in the descending aorta successfully with performing angiography. Next, the zta-pt-46-42-179-w1 was inserted to be placed above (proximal side of) the zta-de-38-91-w1. After the location was checked with angiography, the stent graft was deployed with performing ¿rapid pacing¿. Though the inner curvature side of the stent graft was deployed bent (pr310700), it was resolved by ballooning with medtronic¿s reliant and the stent graft could be placed in a desired shape. (Blood pressure was confirmed to be lower at this time, so rapid pacing was not being performed.) The blood pressure kept dropping from then. Coiling was conducted in the lsca because the physician thought that type 2 endoleak occurred by retrograde blood flow from the lsca. Since the blood pressure did not rise, rtad (retro- grade type a aortic dissection) was suspected, but it was not confirmed with angiography. Fluid retention inside the intrathoracic space was confirmed with transesophageal echocardiography (tee), so thoracic drainage was conducted with a trocar catheter and much amount of blood was drained. Blood infusion and cardiac massage were performed, but no improvement could be seen. Pcps (percutaneous caidiopulmonary support) was also used, but it did not help. The physician thought that the bleeding (rapture point) was not arrested and suspected an endoleak. The extension and mainbody were placed with 2 stents overlap, so another extension zta-de-46-97-w1 was additionally placed in the junction part to resolve a possible type 3a endoleak. Angiography performed after that confirmed an endoleak and the physician judged it as type 4. Pupillary enlargement was observed and the amount of thoracic drainage did not decrease, then the patient was confirmed to be dead. (Pr295325 manufacturer report# 3002808486-2020-00366). Patient outcome: the patient expired.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a 92-year-old patient was diagnosed in (B)(6) 2020 with a thoracic aortic aneurysm and elective treatment was declined. On (B)(6) 2020 the patient presented in the hospital with respiratory problems and was diagnosed with rupture of taa and transferred to another hospital for emergency surgery. Thoracic endovascular repair with implant of 2 stent grafts and 2 debranch (ax-ax-left common carotid artery) was selected. After the bypass was performed a zta-de-38-91-w1 was deployed in the descending aorta without difficulties. Next, a zta-pt-46-42-179-w1 (complaint device) was inserted above the zta-de-38-91-w1. The inner curve of the stent graft deployed bent, so ballooning was performed which resolved the bend (this complaint). Hereafter, ballooning of the junction between the 2 endografts was performed, after this the blood pressure of the patient dropped and the patient went into shock and suffered cardiopulmonary arrest. ((B)(4), manufacturer report# 3002808486-2020-00366) pre-implantation cta and angiograms from implantation were provided and reviewed by an imaging expert. Per the findings of the imaging review ´ imaging of the reported sealing stent angulation was not provided. The first provided completion angiogram was performed after lsa coil embolization and molding balloon angioplasty but before additional distal extension implantation. As reported, the angiography did not demonstrate a retrograde dissection or an endoleak. Numerous folds were evident. This unusual appearance likely was indicative of very low blood pressure. Review of the device history record gave no indication of the device being produced out of specification. The instructions for use states that in patients with a large proximal aortic vessel diameter and aneurysms on the inner curvature, there is a risk that the graft may deploy in an angulated position if the sealing zone is less than 20 mm. It has not been possible to establish an exact cause for the grafts deployment position. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.